Event description:
It was reported that the patient presented for follow-up in backup vvi mode. A user download was unsuccessful. The device was replaced due to normal elective replacement indicator on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.